Manufacturer narrative:
Age is estimated. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Age of device: 10 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was hospitalized due to gastrointestinal (gi) bleeding with symptoms including pressure drop and guaiac positive stool which started on (B)(6) 2018. Patient's hemoccult blood test came positive which indicated that occult blood had been detected in patient's stool. At the time of the event, the patient¿s anticoagulation regimen included aspirin, warfarin and heparin. Patient underwent exploratory laparotomy on (B)(6) 2018 showing hemorrhagic jejunum which was reported to be the source of gi bleed. The patient also was reported to have areas of bowel necrosis due to ischemia. Patient underwent treatment that include blood transfusion. Anticoagulants such as heparin and aspirin were discontinued on (B)(6) 2018. It was reported that the gi bleed resolved but patient is still in septic shock from acute abdominal issues. No further information was provided.

Manufacturer narrative:
Investigation summary: a correlation between the device and the reported gastrointestinal bleed (gib) could not be conclusively determined.the heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event